Manufacturer narrative:
D10. Concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler (lot p5b0742). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a one anastomosis gastric bypass (oagb) procedure, while using the device in the stomach, a loud cracking sound was heard on the first firing and some staples were not formed. There was bleeding of less than 500cc (cubic centimeter). The staple line was sutured. Another handle from another lot and a new reload were then used to complete the case.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photo(s) noted one image of three photos of a tissue cavity. A staple line could be seen in the tissue cavity. Blood was egressing from the staple line. A grasping instrument was visible in two of the instruments. The staples could not be properly examined due to image quality. The listed reload was not visible in the returned image. It was reported that there was poor staple formation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.